Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the child stopped responding to sound with the device on (B)(6) 2017. There is no report of accident/trauma or changes in health. No redness or swelling was noted at the implant site.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the electronics that is typical for severe external impact to the housing, even though no such event is mentioned in the recipient report. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the child stopped responding to sound with the device on (B)(6) 2017. There is no report of accident/trauma or changes in health. No redness or swelling was noted at the implant site. Recipient was re-implanted.